Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. It was reported that after implantation patient experienced pain, infection, recurrence, dyspareunia and urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequent urinary tract infection, urinary urgency, urinary frequency and urge incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced frequent urinary tract infection, urinary urgency, urinary frequency and urge incontinence.